Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of five devices. Visual examination noted that the first and second reloads were received with a full complement of staples. The remaining three reloads were received fully fired. Functional evaluation of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According the reporter, during a lobectomy, there was significant bleeding when the product was applied at the time of transection of the pulmonary artery. Medical measures were taken to stop bleeding. A medical or surgical intervention was needed to prevent a permanent impairment of a function. The patient had undergone chemotherapy or radiation treatments. Patient status: alive - no injury. Patient medical history: lung cancer.